Event description:
A hospital in (B)(6) reported via our distributor that the heater wire of an rt340 adult dual heated evaqua breathing circuit was damaged. It was observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(6) for inspection. It was visually inspected and heater wire resistance tested using a calibrated multimeter. Results: heater wire resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing revealed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. This was only identified during our investigation. A lot check revealed no other complaints of this nature for lot number 120721 conclusion: heater wire open circuit can be associated with insufficient connection of the heater wire and the heater wire pin during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit after the subject rt340 was released for distribution. (B)(4).